Event description:
It was reported that there was an over infusion of total parenteral nutrition (tpn). There were four infusions running at the time of the event. The following medications were infusing, one on each channel: tpn, fat emulsions, vancomycin and meropenem. The tpn was infusing at it's ordered rate of 64 ml/hr, with a total volume to be infused of 1539.7 ml. Per the reporter, the flow rate was running faster than the what was indicated on the pump settings. The tpn was a primary infusion with confirmation of no secondary infusion. It is unknown on which of the four channels the tpn was infusing there was no patient harm, nor medical intervention required as a result of the event.

Manufacturer narrative:
The customer¿s reported complaint of an over infusion of total parenteral nutrition was not reproduced. Functional testing shows the device is working properly. Inspection: pump module (B)(6) was received with instrument seal intact. The right (male) inter-unit-interface(iui) was observed with dry fluid residue. The left (female) iui was observed to be in good condition. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. An external and internal inspection of the customer¿s pump module exhibited the following: the bezel assembly data code was noted as december 2017. Signs of contamination was observed on the male iui side and bottom of the rear case. No other obvious issues or anomalies were identified with the source device during the internal inspection. Test results: test results from the over infusion test method performed on the source device confirmed the pump module is within specification and operating as intended. Root cause: the root cause of the customer report of the pump module over infused was not determined. Customer¿s returned source device was operating within specification. Device history review: a review of the device history record showed the device had a manufacture date of 05jul2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was an over infusion of total parenteral nutrition (tpn). There were four infusions running at the time of the event. The following medications were infusing, one on each channel: tpn, fat emulsions, vancomycin and meropenem. The tpn was infusing at it's ordered rate of 64 ml/hr, with a total volume to be infused of 1539.7 ml. Per the reporter, the flow rate was running faster than the what was indicated on the pump settings. The tpn was a primary infusion with confirmation of no secondary infusion. It is unknown on which of the four channels the tpn was infusing. There was no patient harm, nor medical intervention required as a result of the event.